Event description:
It was initially reported on (B)(6) 2013 that patient¿s pain relief ¿[had not] changed¿ since his pump system was implanted. The patient elaborated that his pain, on a scale of one to 10, remained unchanged at a ¿seven¿ for approximately four and a half years, which included before and after he received his implanted pain pump. Recently, he stated that he felt he experienced level-10 pain at least three times. Drugs delivered via the device were listed as bupivacaine, baclofen and dilaudid (hydromorphone). Additional information received on the date of this report indicated that a dye study was performed that showed the catheter positioned in the epidural rather than the intrathecal space. The catheter was explanted on (B)(6) 2014 and was not to be returned as it was stated lost; a new catheter was implanted. Per reporter there was no alleged device issue otherwise. Patient symptoms were noted as pain in the neck location. Patient status was noted as "alive with no injury".

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that according to the physician, the catheter migrated into the epidural space.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8784, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information received reported the patient never had pain relief from the pump. It was noted the catheter had been placed in the cervical level of the spine. The patient¿s pain level had always been at a 7, as previously reported. It was asked, ¿is it protocol just to let the patient suffer while elevating the dosage?...it¿s horrific, inhumane and medieval¿. As previously reported the catheter became dislodged ¿three months ago¿ and it was revised. Since the revision, the patient had to ¿start all over¿ with his medication dosing because the pump was turned off. He was at ¿a 6.0¿ but is now down to ¿a 1.0¿. When the patient¿s pump was turned off prior to the catheter revision, he was in excruciating pain. He had pain in his sciatic, neck and arms. The pump was turned off for four weeks. He went through withdrawals and ¿detox¿. It was noted that the patient would rather have cancer because cancer pain patients are treated with dignity, compassion and care. The patient reportedly prayed to god he gets cancer. The patient had wished for death because of his pain. When asked if the patient had spoken with his health care provider (hcp) about the pain, it was noted he had spoken with his therapist and his therapist told him that he would have to live with his pain. It was never directly answered if the patient had spoken with his hcp about the concerns. It was noted he had made ¿the medtronic rep¿ aware of his issues. No further information related to the event was provided. It was further reported the device manufacturer representative spoke with the patient and hcp regarding the previous information reported. The hcp was having to start at a very low rate and work up and it was noted the patient needed to be patient to the increase. It was something that the hcp had to manage and not anything related to the device itself. The device manufacturer representative was told the same information as what the patient reported on (B)(6) 2014 and the device manufacturer representative was interpreting it as a disagreement between the hcp and patient. The representative also felt this was the normal course for the managing hcp and noted the patient had the misfortune of having some terrible things happen to him. He was desperately looking for someone to help him. The representative had provided the patient with names of different providers in the area and recommended he seek a second opinion. It was again noted the device manufacturer representative didn¿t think this was device related.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-nov-10. It was reported that a replacement of the cervical catheter tip at c2-3 in the patient's spine occurred. It was note that an 8740 (114.3 cm) and an 8784 (54.5 cm) ascenda catheter were used. No further complications were reported.